Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have the curved blade broken at the distal end. The blade broke at roughly 0.32¿ from the base. Broken piece was returned with the instrument. There was no material found missing. Review of the provided image is consistent with the complaint of broken blade. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the harmonic ace instrument tip was broken upon testing. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer inspected the instrument prior to use and the instrument was broken while testing. There was no observed intraoperative collision or misuse involving the instrument. The customer indicated that no fragment fell inside of the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information is found in the following field: b3 (event date).